Event description:
It was reported that the pneumatic on the pump was damaged and the customer received a cartridge alarm during the load process. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.